Event description:
Another manufacturer's stent was utilized to seal aotype I endoleak in the aortic neck. The patient had calcification present at the site, contributing to the difficulty encountered. The stent was placed and the endoleak was sealed.